Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) display cable is vaulty at plug. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display cable is vaulty at plug. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the issue and replaced the cable. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.